Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the device and confirmed that the equipment alarm loop was leaking. The fse identified the safety disk as the source of the leakage and replaced the safety disk due to leakage. After replacement, functional testing was performed, and all device functions were verified to be normal. The repair was completed and the iabp was returned to the customer for clinical use.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( component codes).

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that cs100 (iabp) had an air leak in the alarm loop during the pre use self test. This was discovered before use. There was no patient involved.